Event description:
It was reported that the electrode of this subcutaneous implantable cardioverter defibrillator (s-ICD) had moved and bowed, which was confirmed by x-ray, the day after implant. It was noted that this patient has large body mass. It was also noted that the system impedance had increased to 100 ohms. Technical services (ts) provided troubleshooting. It was noted that the patient went into clinic where the device was checked and there were no changes in r-waves or impedance, so the physician elected to continue to monitor this patient. No additional adverse patient effects were reported. Currently, this electrode remains in service.